Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 206 mg/dl.